Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy a balloon rupture occurred. The patient was taken to the cath lab to have a new iab inserted. There was no patient harm or adverse event reported. Reported via medwatch # (B)(4): upon noticing audible iabp alarm. L axillary iabp access site noted to have blood along length of the return line tubing. Tubing was clamped proximally with a kelly clamp. Iabp was turned off, and return line disconnected and placed in a biohazard bag for appropriate analysis. After blood was noted in the iabp tubing, pump was turned off and cardiovascular team notified. Patient required a procedure to have the balloon pump exchanged. Cath lab was activated for balloon pump exchange. At the end of the procedure, good function of the iabp catheter was confirmed.

Manufacturer narrative:
The event device will not return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch #17442019.

Event description:
Procedure performed: robotic prostatectomy. Event description: piece of "internal funnel" broke off and fell into patient during trocar use. Piece was able to be retrieved. No patient injury occurred. Product is available for return. Additional information received on 10jul2023 via email from applied account manager: all pieces were retrieved from the patient. The piece was clear shield piece. It is unknown what instrumentation was being used at the time of the incident. They did not see the piece fall into the patient, they found it later during the case, some robotic instrument was being used. It is unknown what other instrumentation was used prior to the incident. Unknown if any internal seal components were removed or cut in order to inspect the damaged component. Additional information received via medwatch uf/importer report # (B)(4) on 02aug2023: event date is 21jun2023. Internal funnel of trocar broke off inside the patient. Surgical team unaware that it broke. Type of intervention: piece was retrieved. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."